Event description:
It was reported that this pacemaker was explanted due to an unknown anomaly. A new pacemaker was successfully placed. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. No additional adverse patient effects were reported.